Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with this type of treatment and is noted as such in the device direction for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
This patient underwent the benign prostatic hyperplasia (bph) as part of a study procedure. The console setting was pulse length short, pulse energy 2j, pulse frequency 50hz, and total laser energy 100w. The fiber was not stripped or cleaved. There were no other accessory devices introduced into the patient body during the procedure. The device worked as intended, no adverse events were noted during the procedure, and the procedure was completed without complications. A urinary catheter was placed at the next day of the procedure and removed five days post-procedure. Five days post-procedure, the patient began experiencing irritative urinary retention. Catheterization was performed. The patient symptom was resolved eight days post symptom onset. The patient was discharged and prescribed with tramadol for pain prophylaxis, and colace for constipation prophylaxis. The study facility assessed the patient symptoms as probably related to the holmium laser enucleation of the prostate procedure.

Event description:
This patient underwent the benign prostatic hyperplasia (bph) as part of a study procedure. The console setting was pulse length short, pulse energy 2j, pulse frequency 50hz, and total laser energy 100w. The fiber was not stripped or cleaved. There were no other accessory devices introduced into the patient body during the procedure. The device worked as intended, no adverse events were noted during the procedure, and the procedure was completed without complications. A urinary catheter was placed at the next day of the procedure and removed five days post-procedure. Five days post-procedure, the patient began experiencing irritative urinary retention. Catheterization was performed. The patient symptom was resolved eight days post symptom onset. The patient was discharged and prescribed with tramadol for pain prophylaxis, and colace for constipation prophylaxis. The study facility assessed the patient symptoms as probably related to the holmium laser enucleation of the prostate procedure.